Event description:
An international physician indicates that a pt presented for an esophageal ligation on 12/15/93. The cylindeer and trip wire were assembled and connected to the endoscope. With the endoscope down the pt's esophagus, the cylinder fell into the pt's stomach. The cylindeeer was retreived without incident endoscopically using forceps. No further complication was reported.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.